Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of a homechoice cassette disconnected from the heater bag which resulted in a leak. The patient was connected at the time of the event. The patient stated that when they woke up, the heater line had detached from the heater bag and the homechoice device was in a pool of solution. This was found during an unknown process step of peritoneal dialysis (pd) therapy. Rental therapy services discussed continuous ambulatory peritoneal dialysis with the patient. The patient contacted their pd nurse to advise of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.